Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative educated patent's mother on the transmitters connection distance restrictions. No additional patient or event information is available.